Manufacturer narrative:
The device history record for the reported lot number, 20022602, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual sample was not returned for further evaluation of the potential defect; however, a photograph of the device was provided and confirmed the reported incident. A root cause was not identified. All information reasonably known as of 13-aug-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual sample was not returned for further evaluation of the potential defect; however, a photograph of the device was provided. A review of the device history record is in-progress. All information reasonably known as of 17-jul-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the epidural needle broke off in the patient during the procedure. The broken needle segment was removed via a medical procedure. There was no reported injury. Additional information received 30-jun-2020 stated the break was in the middle of the needle. The physician made a small 1cm incision and the broken needle was removed, under fluoroscopy guidance, with a special instrument and the site was sutured. The patient experienced no permanent damage. The patient will follow-up with a physician and the spine surgeon for evaluation of the incision site.